Manufacturer narrative:
(B)(4). The device was received for evaluation with approximately 55 ml of fluid in its bladder. Visual inspection found no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the specification range of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device was filled with 4000 mg of fluorouracil and diluted with 0.9% nacl for 103 ml total. After 48 hours half the solution remained inside the device. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.